Manufacturer narrative:
The vitamin d reagent lot number was 91126502, with an expiration date of 31-jan-2027. The tsh reagent lot number was 90637102, with an expiration date of 28-feb-2027. The shbg reagent lot number was 91186301, with an expiration date of 28-feb-2027. The ft4 reagent lot number was 917450. The ft4 reagent expiration date was requested, but not provided. Shbg, ft4, and tsh calibration data was acceptable. A review of alarm trace data showed a liquid level detection alarm and a sample short alarm on the day of the event. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for three patient samples tested on a cobas 8000 e 801 module. Results for the following assays were affected: elecsys ft4 IV, elecsys vitamin d total iii, elecsys tsh, and elecsys shbg. The customer repeated the samples due to numerous results being held in their laboratory middleware system. The customer has ranges set up in their middleware to hold results when they fall outside of the ranges. The samples were repeated on a second analyzer and these values were deemed correct. The first sample initially resulted in a ft4 value of 0.680 ng/dl and it repeated as 0.907 ng/dl. The first sample initially resulted in a vitamin d value of 79 ng/ml and it repeated as 13.3 ng/ml. The second sample initially resulted in a ft4 value of 0.138 ng/dl and it repeated as 1.27 ng/dl. The second sample initially resulted in a vitamin d value of 120 ng/ml and it repeated as 31.2 ng/ml. The second sample initially resulted in a tsh value of 1.04 uiu/ml and it repeated as 1.63 uiu/ml. The third sample initially resulted in an shbg value of 7.0 nmol/l and it repeated as 49.8 nmol/l.